Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements, measuring greater than 2000 ohms, high threshold measurements, failure to capture and oversensing with no asystole. Subsequently, the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.